Manufacturer narrative:
A review of intuvie¿s service records was conducted and no prior service events documenting the same failure mode were identified for this device. Complaint history was also reviewed, and no previous complaints associated with the reported failure were identified. During manufacturer electrical safety testing, the device did not meet the grounding resistance acceptance criteria. The device remains under investigation. A root cause has not yet been determined, and no repair has been performed to date. CAPA-34 was opened to further evaluate this issue. Refer to complaint record com-0000002609 for additional details related to this event and the manufacturer¿s ongoing investigation.

Event description:
Pump sn (B)(6) was returned to intuvie on january 21, 2026 for evaluation. During standard electrical safety testing performed on (B)(6) 2026, the device failed the grounding resistance test, measuring 0.310 ohms, which exceeded the applicable acceptance criteria. This failure was identified during manufacturer evaluation. There was no patient involvement and no adverse event was reported.